Event description:
It was reported that a shock impedance value of 127 ohms was observed on the right ventricular (rv) lead connected to this device. It was noted that the patient had a gastrointestinal infection that corresponded with a period of increased impedances. Boston scientific technical services (ts) noted that changes in patient physiology can impact lead impedance measurements and counseled the health care provider on follow up options. This cardiac resynchronization therapy defibrillator (crt-d) and the rv lead remain in service. No adverse patient effects were reported. The crt-d device was subsequently explanted and replaced for normal battery depletion. The device was returned to boston scientific for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a shock impedance value of 127 ohms was observed on the right ventricular (rv) lead connected to this device. It was noted that the patient had a gastrointestinal infection that corresponded with a period of increased impedances. Boston scientific technical services (ts) noted that changes in patient physiology can impact lead impedance measurements and counseled the health care provider on follow up options. This cardiac resynchronization therapy defibrillator (crt-d) and the rv lead remain in service. No adverse patient effects were reported.